Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 200.1060 on 8015 unit. Technical support: 1. Tech is get error code 13.1064.1227 on 8100 unit 2. Get black screen with red arrow next to the system on button, unit just keeps peeping. 3. Explain to tech the error is call a watch dog error, and the error is unrestorable unit has to come in for services repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : product not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was a 200.1060 watchdog error. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 200.1060 on 8015 unit. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - watch dog error. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was a 200.1060 watchdog error. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was a 200.1060 watchdog error. There was no patient involvement.